Event description:
The customer called because he felt that the insulin pump was delivering insulin on its own. The customer also stated that he was hospitalized due to low blood glucose levels. The customer did not provide a blood glucose reading for the admission. The customer stated that he often experiences low blood glucose levels, and it's somewhat normal for him. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery alarms in the alarm history. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. The customer declined further troubleshooting as his blood glucose levels are normal. The customer did state that he saw numbers ramping up on their own while he was driving, but acknowledged the possibility of the buttons accidentally being pressed. Advised the customer of the keypad lock feature. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.